Event description:
It was reported the device 21-7361-24 is labelled incorrectly in all languages as a 0,2 micron filter except in english where it is correct 1.2 micron filter. Customer is not satisfied. No product will be returned. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: one picture with template (B)(6) was submitted by the customer with a discrepancy in the micron filter referred in all language. Visual inspection: comparing the picture provide by the customer with the artwork was found that specification was released with the discrepancy in the micron filter referred in all languages. Results: complain is confirmed since the artwork label was released with discrepancy in the micron filter referred in all language: english translation indicates 1.2 (correct) and the rest of the translation indicates 0.2 (incorrect) through (B)(6) template label (B)(6) was released incorrectly on (B)(6) 2020: a verification was performed in the rest templates affected per (B)(6), identified that only artwork specification as (B)(6) rev. 100 was affected. The rest of the items involved in co are ok. (B)(6), related to infusion pumps cadd administration sets - flow stop family product labeling content change/release was reviewed to verify the process flow change, and co information content, and all the change process was processed properly, this is considerate as a typo error in the rest of the translations oversight by the originator and approvers. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process. The following action were taken and documented on ncr-001312: stop process line from part number 21-7361-24 until the correction in artwork specification ? Completed (B)(6) 2022. Ncmr p2b2 540 was generated to segregate the product affected in wip/warehouse inventory ? Completed (B)(6) 2022. Notification issue to regulatory labeling team ? Completed (B)(6) 2022. Ncr-001312 was open it to perform a risk evaluation ? Completed (B)(6) 2022. Correction in template label (B)(6) per (B)(6) ? Completed (B)(6) 2022.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05610. The report was submitted in error.